Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative .

Manufacturer narrative:
The baxter technical found the CPR handle needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on november 18, 2021. It is unknown if the facility performed any other preventive maintenance on this bed. The baxter technician replaced the CPR handle and reconnected the CPR cables to resolve the issue. Based on this information, no further action is required.